Event description:
It was reported that the device would not complete the boot cycle and was not functional. There was no report of pt use associated with the event.

Manufacturer narrative:
(B) (4). Physio control evaluated the device and verified the reported lock-up failure. Physio replaced the main pcb assembly and observed proper device operation through functional and performance testing. The device was returned to the customer for use. Physio further evaluated the removed main pcb assembly at the failure analysis center and determined the cause of malfunction to be a failure of an ic chip, designator u17.